Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported a right side rupture. Physician further reported "implant shell dissolved" observed during surgery. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed, openings in the device. Additional observations: crease fold observed, in the surface. Non-penetrating nick striated observed, in the device assessed, as to surgical tool scratch like.

Event description:
Healthcare professional reported, a right side rupture. Physician further reported, "implant shell dissolved". Observed, during surgery. The device has been explanted.